Event description:
During insertion of left intraocular lens implant, initial lens sank to the bottom of the vitreous of the left eye. Md did not attempt removal to minimize visual impairment and a second lens was inserted. After surgery the pt ws discharged home. Full extent not visual impairment can not be determined at this time.